Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective stirrer motor electronics which consequently damaged the distribution board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during service. There was no report of patient injury. On (B)(6) 2020 and after changing the pump , your invoice number : (B)(4) date : (B)(6) 2020 our order ref (B)(4) - (B)(6) 2020 and after only two months of operation a clear short circuit appeared on this new pump which caused deterioration of the two resistances on the distributor board , error 6 and alarm appeared on patient circuit , the 3t turn only on cardioplegia circuit.